Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath clear were selected for use. It was reported that while a farawave catheter was in the sheath, the airlock could not be aspirated free of air and air bubbles were observed in the aspiration syringe. The same issue occurred with two separate devices. The devices were replaced. No air seen inside the patient. The procedure was completed, and no patient complications were reported. The devices are expected to be returned.